Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a rod fracture was found 2 years post-operatively, with subsequent disassociation of the locking cap from the screw head and the rod pulling out from the screw head.